Event description:
Additional information was received which noted that a surgical revision was performed. The device continued to exhibit impedance measurements of greater than 3000 ohms, noise, and high threshold measurements. It was noted that the lead was not working and was therefore surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited intermittent right ventricular (rv) impedance measurements of greater than 3000 ohms, and high threshold measurements. The device would remain in unipolar configuration. No adverse patient effects were reported. The device remains in service.